Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 4 years due to prosthetic aortic valve endocarditis. Per the op report, this patient had developed streptococcus endocarditis in (B)(6) 2013 who was treated medically. He re-presented. He had an embolus to his lower extremity and he had a cerebrovascular accident felt secondary to septic emboli. Findings at operation: indeed, his aortic valve was functioning properly; however, the leaflets had a significant amount of purulence on it. There was complete disruption and discontinuity between the left ventricular outflow tract and the aortic root. This was primarily repaired in the suture line of the aortic valve sutures. There was a fistulous tract very near the left main. This was primarily repaired with 4-0 prolene suture in running fashion. Another edwards bioprosthetic valve was seated and tied. The patient was easily weaned off cardiopulmonary bypass. Transesophageal echocardiogram confirmed excellent left ventricular function and the valve appeared to be well-seated with no evidence of perivalvular leak.

Manufacturer narrative:
(B)(4). Endocarditis is an inflammation of the inside lining of the heart chambers and heart valves. Endocarditis is usually the result of a blood infection as bacteria or other infectious substances enter the bloodstream and travel to the heart, where they can settle on heart valves. Endocarditis can potentially lead to disorders such as severe valvular insufficiency and regurgitation. Patient risk factors for developing endocarditis include intravenous drug use, central venous access lines, prior valve surgery, recent dental surgery, rheumatic fever, and weakened valves. Existing heart disease and abnormalities increase the likelihood of developing endocarditis. Endocarditis is typically classified as either infective or non-infective, depending on whether a microorganism is the source of the inflammation or not. Endocarditis is often associated with nosocomial (i.e. Hospital-acquired) sources. Infectious endocarditis (ie) is an infection of the endocardial surface of the heart, which may include one or more heart valves, the mural endocardium, or a septal defect9.4. Infective endocarditis can potentially lead to leaflet disruption. Typically, infective endocarditis consists of large vegetations which have manifested from bacteria. Reported endocarditis agents are most commonly microbes that inhabit the human body (e.g. Skin, mucous membranes, respiratory tract, intestinal tract, or common infections), or the environment, and can contribute to nosocomial sources of ie. For example, the most common bacteria of ie include staphylococcus, streptococcus, and enterococcus. Streptococci related bacterial endocarditis is linked to patient transient bacteremia originating from dental plaque and decay. Various microbes are found in oral cavities and can be transmitted through the bloodstream from disruption of the oral mucosa or after dental work. In this case, the op report documents the patient developing streptococcus endocarditis in (B)(6) 2013. Although the root cause of this event cannot be confirmed without the explanted valve, there is no information suggesting that the patient's infection was caused by the edwards valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote.